Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was over the weekend the patient was having an issue with the device. It was randomly sending sparks down their leg and it hadn't been doing that. They had adjusted it a few days prior. When they adjusted it, the patient didn't have that feeling. It just popped up out of nowhere. It would do it one time and then wait a little while and do it another time. Patient was getting desperate when they sent that message because it was hurting so bad. The issue was not resolved through troubleshooting. The patient has an appointment coming up next week. Reviewed with the patient they could try backing off the stimulation or changing to a different program. Patient asked if the device would suddenly start shooting pain down the leg days after making an adjustment. Suggested if it becomes painful again to lower the stimu lation. Patient didn't want to adjust the stimulation because they said they didn't think the doctor's office wanted them to change settings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.